Event description:
The customer observed one occurrence of architect i2000 error code 1007 (unable to process test, activated read failure) with an unknown reaction vessel (rv) lot. The customer had already thrown away the rv boxes and bags, but when they referred to the delivery record of the rv's, it is possible rv lot 69526p100 was in use at the time the issue was observed. When the customer checked the result log, the following observations for frequency of error code 1007 occurrences were as follows: in 2009: 6 out of a total cases (2.5%), five days later: 1 out of 67 cases (1.5%). When the signal subreads were checked, most have 2 peaks. Eight days later, the customer stated the issue has settled. There was no impact to patient management.

Event description:
It was reported that during a gastric bypass procedure, the error code 3 appeared at the generator screen. Hence the customer assumed that the device was defective although the device was functional. The customer used another device to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Suspect medical device: reaction vessel lot 71234p100, expiration date: na. Architect i2000 analyzer, list # 8c89-01, (B)(4). Evaluation: no method, results or conclusions can be made at this time. Upon further review, the customer issue is associated with remedial action reporting number 1415939-2/27/09-003-r, as another lot of the suspect reaction vessel was in use at the customer facility. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
(B)(4). Suspect medical device, lot #, other lot #: architect reaction vessel lot 71234p100. Device MFR. Date: 11/19/2008. Expiration date: na the investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
Concomitant medical products: architect analyzer. Evaluation: no method, results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.